Event description:
It was reported that the proximal screw backed out from the proper position approximately one (1) month post-op. No revision is planned. No further event information available at the time of this report.

Manufacturer narrative:
(B)(64. Report source - foreign - japan. Concomitant medical products: torque limiting handle, item#: 27923, lot#: unknown. Blunt tip screw, a 4x60mm, item #: 47248606040, lot #: 3078177. Multiple MDR reports were filed for this event, please see associated reports: 009613350-2022-00383. As no product was returned, visual and dimensional evaluations could not be performed. Review of the device history record identified no deviations or anomalies during manufacturing. Devices are used for treatment. No surgical notes were provided. Based on the investigation it could be assumed that further possible contributing factors to the migration of the screw might be multifactorial related to either patient condition, behavior or implantation procedure. If and to what extent any of these aspects may have influenced the migration of the screw remains unknown. The investigation also considered whether the design limitation of the corelock mechanism could be a potential contributing factor. However, further biomechanical testing identified that the product performance is in an acceptable range in comparison with legally marketed similar devices. In conclusion, as the cause may be multifactorial an exact root cause could not be identified for the migration of the screw. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.